Event description:
Hosp bio-med was called to bedside to troubleshoot ventilator that had "varying fio2's". Upon arriving at bedside, bio-med noted the pt's oxygen saturaton was 88%, the ventilator began alarming "fail to cycle" and "run diagnostics" staff immediately began to manually ventilate the pt. Pt's oxygen saturations improved and pt was placed on another ventilator. No other report of pt injury.